Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery. This report is submitted on august 6 2021.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on may 20, 2022.

Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant and reimplant the patient as of the date of this report.